Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported failure mode could not be confirmed since the device was not returned. If the device is returned a full investigation will be completed and supplemental reporting will be made. The most probable root cause based on past complaints is misuse. The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the unit came off during a hip arthroscopy procedure. The surgeon was able to remove the tip from the patient without any consequences.

Event description:
It was reported that the tip of the unit came off during a hip arthroscopy procedure. The surgeon was able to remove the tip from the patient without any consequences.